Event description:
It was reported that the customer was receiving lost sensor alerts after inserting the sensor. The customer's blood glucose was 8.1 mmol/l. The customer stated that there was no electrode after removing the sensor. Explained to the customer that the introducer needle may have retrieved the electrode when the needle was removed. Advised that the a replacement sensor would be sent and to return the customer's sensor for analysis. Nothing further reported.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and found sensor cannula broken in half near sensor base. Customer returned broken part. Unable to confirm customer received sensor damage due to customer returned opened/used.